Event description:
The lens did not insert correctly into the pt's eye using the delivery device. Another lens was used to completed the procedure.

Manufacturer narrative:
This form was completed by the MFR. See MDR 1920664-2007-00837 for delivery device used with this with this lens.